Event description:
It was reported that pump experienced malfunction alarm with code 16, and no events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and later completed reset with assistance; malfunction did not recur, customer was advised to continue using pump and to call back if any further malfunction occurred.